Event description:
The inner sleeve of this instrument had two pieces of tape wrapped around it for identification. It was found during testing, that where the pieces of tape overlapped, the resulting double layer obstructed outflow. When tape was removed, outflow increased. Pt absorbed fluid, developed pulmonary edema.